Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The device records 12 manual power ups, between the 5th february 2015 and the 6th february 2015 mainly under one minute duration. The majority of these manual power ups occur within a 15 minute period on the 5th february 2015, this may indicate the user was regularly power cycling the device or the beginnings of a membrane failure. Investigation was unable to replicate the reported fault. There were no ten minute manual powers recorded in the history log, therefore it is assumed the customer returned the device in response to the field safety corrective action. Furthermore, the apex pogo-pin was found to be bent and stuck in the extended position, this would suggest the damage resulted from incorrect insertion of a pad-pak. This did not prevent the device from delivering therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.